Event description:
Technician alleged that the brakes would not hold.

Manufacturer narrative:
Technician replaced all four casters and the brake linkage at the foot end of the stretcher to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.